Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. It was stated that the customer's glucose level was treated with an insulin drip. It was stated that the nurse at the hospital reviewed the alarm history and found multiple no delivery alarms. It was stated that the insulin pump did not alarm, beep or vibrate when the no delivery alarm occurred. Troubleshooting was performed. Ran a self test and passed. Performed a rewind/prime test and the insulin pump alarmed again no delivery. Ran a fixed prime test and passed. Performed a high pressure and the no delivery alarm was triggered several times. Advised the caller that the insulin pump will be replaced. It was stated that the customer's most recent glucose reading was 194mg/dl. No further info was provided.